Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in micro-endoscopic laminotomy spinal therapy. It was reported that there is buildup on the lens (on the focused segment side) during use. When there is buildup, the lens of the scope (with a focus adjustment device) attached to it, the camera head (other company), and the lens of the adaptor that connects to the adapter is wiped, which resolves the problem. However, over time, buildup occurred. Patient symptoms were unknown. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: lot number updated h3: product analysis #(B)(4), product #9560100, lotno #2078230r during the incoming inspection, scratches on the outer tube were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.